Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with an alert from their device for inappropriate mode switching. The alert was due to two factors: atrial lead oversensing noise and the pacemaker was oversensing far field p waves. It was suggested that the events may be due to the patient being in a certain position and over-sensing myopotentials. Programming changes were made the resolved the issues for the time being. The patient was stable. Related manufacturer reference number: 2017865-2019-17843.